Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm any device malfunction that could have contributed to the reported hyperglycemia/dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide (14421-aw rev h) provides the following warnings: page 96 - test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider. Page 44 - check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged.

Event description:
The customer reported being hospitalized for hyperglycemia with a blood glucose (bg) reading of "high" (>500 mg/dl) after wearing the pod between 1 and 4 hours. It was noted that the cannula was not inserted. High bg level was treated with 5 units of humalog insulin. The pod was disposed of at the hospital.